Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, date rec¿d by MFR, and if follow up, what type?. The following sections were corrected: device available for evaluation and evaluation codes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned reamer determined that the tip of the reamer has fractured off as reported. The teeth of the reamer have scratches and dents on them consistent with usage. The reported event is considered confirmed based on the returned product. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is attributed to user error as the fracture analysis determined that the product failed due to a bending overload fracture after approximately 1 year in the field. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Dob - ni. Weight-ni. Expiration date na. Date implanted na. Date explanted na.

Event description:
It has been reported that the tip fractured off of the box reamer.